Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). Evaluation summary: the device was returned for analysis. The reported fracture was confirmed to be a kink. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed medwatch report, the abbott vascular returned goods lab received the 3.0x8mm rx xience alpine stent delivery system with the bayonet portion of the hypotube kinked 2.1cm proximal to the guidewire exit notch. The proximal shaft did not fracture as reported. Additional information received confirmed that the correct complaint device was received and that the kink is located in the same area that the perceived fractured was noted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, de novo lesion in the non-tortuous circumflex (cx) coronary artery. During initial introduction of a 3.0x8mm rx xience alpine stent delivery system (sds) into an unspecified 6fr guiding catheter with no resistance felt, the proximal shaft fractured (but was not separated) outside of patient vasculature. The sds was easily withdrawn through the guiding catheter without resistance and another unspecified stent system was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.